Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device prophylactically explanted and replaced with no known malfunctions. The patient was stable.

Manufacturer narrative:
Correction: previously reported h6 (investigation conclusions) should have been "67 - no problem detected" instead of "11 - conclusion not yet available".

Manufacturer narrative:
The reported event was the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed demonstrated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity